Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported an occlusion alarm occurred. Customer declined further troubleshooting from Tandem Technical Support. There was no reported adverse impact. No additional information was provided.